Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly, rewind anomaly and keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the rewind took longer, rewind and prime made louder and unusual sounds, pump had error alarms, alarm had lost volume and insulin pump had rejected new batteries, buttons were very unresponsive and hard to press. The insulin pump will not be returned for analysis.